Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2022. During the procedure, the trip wire was stuck and the bands were twisted which could not be deployed. It was reported that there was no visible damage noted on the trip wire. The procedure was completed with a different device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure performed on (B)(6) 2022. During the procedure, the trip wire was stuck and the bands were twisted which could not be deployed. It was reported that there was no visible damage noted on the trip wire. The procedure was completed with a different device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that the returned ligator housing had four bands attached and some of them were moved out from their position and one band was overlapped. The suture hole was in good condition with no damages observed, and some ligator head teeth were damaged/bent, which were consistent with the findings when the device was observed under magnification. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were moved and overlapped. These suggest that the device could not deploy. These conditions could have been generated due to handling and manipulation of the device during its use which can lead to move the suture knots from their position in the ligation unit, resulting to more tension applied to the component leading to bend the teeth, consequently, causing the bands unable to deploy. It is likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. The most probable root cause of this complaint is adverse event related to procedure.